Manufacturer narrative:
H.6. Investigation: 1 defect sample was returned to bdj. No defect was observed by visual observation. No samples (including photos) were returned to the manufacturing site therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0064362 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that the syr 0.3ml 30ga 8mm experienced hub separation from the device. The following information was provided by the initial reporter: the distributor reported about needle separation from the barrel.

Manufacturer narrative:
OEM manufacture: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syr 0.3ml 30ga 8mm experienced hub separation from the device. The following information was provided by the initial reporter: the distributor reported about needle separation from the barrel.